Event description:
An unexpected negative reaction was observed between anti-p1 and cell tc of panocell-10 at room temperature; a weak reaction was observed at 16 degree c.

Manufacturer narrative:
Testing was performed on retention panocell-10, lot 26289, with anti-p1, lot pm24-3. After 5 minutes' room temperature (22c) incubation, cell tc exhibited very weak reactivity. After 30 minutes' room temperature incubation, cell tc exhibited 1+ reactivity. The customer did not return product or sample for investigation. An issue with the sample can not be rule out. The direction circular for panocell states "the reactivity of reagent red cells may diminish over the dating period. The rate at which antigen reactivity (i.e. Agglutinability) is lost is artially dependent upon the individual donor characteristics that are neither controlled nor predicted by the MFR.